Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-04536. It was reported that the right atrial lead exhibited noise and the right ventricular lead exhibited loss of capture and low impedance. During procedure, it was noted that the right atrial lead insulation melted. Both leads were explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported events of loss of capture, low lead impedance and noise were confirmed. A complete lead was returned in two pieces. Analysis found multiple internal abrasions breaching the inner insulation at 23.9-24.0, 24.9-25.1, 26.8-27.1, 29.1-31.4 and 32.5-33.0 cm from distal tip. The cause of the reported events was isolated to the breached inner insulation.